Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The baseline gender/age characteristics is unknown. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: a ¿hands-on¿ approach to femoral lead extraction: indications, tools, and techniques. Heart rhythm. 2024; 21:213¿223. Doi: 10.1016/j.hrthm.2023.11.001 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding tools and techniques for extractions. The authors described a leadless implantable pulse generator (ipg) which dislodged on day nine from implant and was freely mobile in the right atrium. The device was snared initially on one tine and released in the superior vena cava (svc) to reorient the device. The device then ¿turned around¿ during cardiac motion and was snared appropriately and removed. The status of the device is unknown. No additional adverse patient effects or product performance issues were reported.